Event description:
Returned goods investigation reveals that the device was returned with blood inside and outside. The stent graft had already been deployed, and was returned separated from the delivery catheter. The graft cover and runners were without bends or kinks, and the side ring could be retracted without difficulty. No mfg anomalies were found on the stent graft or delivery catheter.

Event description:
An aneurx bifurcated stent graft of an unknown size was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm size and vessel morphology are unknown. A 16 mm diameter x 11.5 cm length iliac limb graft was inserted. It was reported that the physician inserted the guidewire behind the bifurcated stent graft; therefore, when the physician started to deploy the limb graft, it was noted that the graft was positioned behind the bifurcated stent graft. The graft was partially deployed but the physician was able to pull the stent graft back into the sheath and remove it from the pt without injury. It was reported that another device of the same size was deployed successfully. No add'l info is available. The pt suffered no clinical sequelae and is reported to be fine. Medtronic ave has received the device and analysis is pending.